Event description:
Information received incicates that at the end of the case air bubbles were noted at the suture line in the aorta. Hcp stopped the pump and reported that air bubbles were also noted in the oxygenator. The device was not changed out and the case was completed with no initial patient effect reported. In 06/2005 additional information was received that indicates a subsequent change in patient status; patient is reported as comatose. The ccp alleges the device malfunction may have caused or contributed to the reported event.